Manufacturer narrative:
As the device was in specification and did not show any deviation that could cause the reported incident, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The torque screw from a third party does not correspond to our specification designed for the skull clamp. As all other components of the device comply with the specification we cannot exclude that risks due to this not permitted system combination contributed to the reported event. It is unclear whether the third-party torque screw sent in was combined with the skull clamp involved in the incident described. Additional information has been requested from the customer. We recommend using our skull pins in combination with our skull clamps. Risks due to not permitted system combinations with third party components could not be excluded, as in this case. The interval of the supplier maintenance was exceeded by 9 years by the customer. Although no deviations were found in this case, it cannot be excluded in general that any deviations may remain hidden if this maintenance specification is not complied with, and that possible risks may therefore arise.

Event description:
Customer informed our service department on (B)(6) that one of our products was involved in a case in which the patient sustained a laceration.